Event description:
It was reported that during a laparoscopic hernia procedure, the device locked on tissue on an unknown firing. The device had to be pulled off of the peritoneum, and the tissue was torn. The surgeon stated that he fixed the tear with a second device and then the device locked out, but not on tissue. It is unknown at what firing this occurred. A third device was used to complete the case with no patient consequence. Additional information: when the surgeon closed the device with high force, a click was heard and the device would lockout. When the device was closed easily, it would fire fine. The surgeon is an experienced user.

Manufacturer narrative:
(B) (4). (B) (4). The device was received with the jaws in closed position and with two malformed clips jammed within the jaws. In an attempt to replicate the reported incident, the jaws were cleared and the device was tested for functionality. Upon cycling the device, two partially formed clips were fed due to the early release of the trigger. Possible causes for this condition may be attempting to squeeze the device trigger when it has not been fully returned or by stopping the firing sequence and pulling the trigger open. The testing was continued with the firing of the next three clips; two conforming and one with clip gap. During the last seven firing sequences the tip of the advancer slid toward the tissue stop causing pear shaped clips. In addition, the jaws remained in the closed position. The trigger had to be manually assisted to open the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.